Manufacturer narrative:
The device analysis report is attached. This report is submitted on august 7, 2020. Attachment: [01478 device analysis report.pdf]

Manufacturer narrative:
This report is submitted on 15 june 2020.

Event description:
Per the clinic, the patient experienced infection at implant site which was treated with IV antibiotics, however the issue could not be resolved resulting in explant of the device on (B)(6) 2020. The patient was not re-implanted with a new device.